Event description:
Caller reported a cgm error 42 involving their g6 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a complete pump reset process, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.